Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v513024, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient had the implantable neurostimulator (ins) changed out last year. The rep stated at the time of the revision, they were considering changing out the lead because the lead had migrated or there were high impedances, the rep couldn¿t remember the exact reason why they were considering changing out the lead. Ultimately only the implantable neurostimulator (ins) was changed out and put back in the same pocket. It was noted the lead or impedance issue began in (B)(6) 2016. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was not determined and that the nurse in their doctor's office changed the programs.